Event description:
The patient did not experience any trauma or manipulation of the lead. The lead was replaced and was discarded by the hospital. During the procedure the surgeon noticed that the lead look "frayed" upon visual inspection.

Event description:
It was reported that during generator replacement surgery the patient's lead showed low impedance. The low impedance was seen on the new generator because the old generator battery was fully depleted. The lead was explanted and replaced. The low impedance resolved. The explanted lead has not been received by the manufacturer for analysis to date. No other relevant information has been received to date.